Event description:
The patient reported receiving out of range control solution test results twice when testing with control solution 1 on the teladoc blood pressure meter. The patient received results of 80 and 88, and the expected range was confirmed to be 94-142. The patient didn't seek or receive medical treatment as part of the malfunction.

Manufacturer narrative:
The device was not returned for our investigation. Should the device ne returned at a later date, a supplemental report will be filed.